Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be by following the instructions for use which is stated in: jf /tjf type 260v operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope, and jf /tjf type 260v operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.